Manufacturer narrative:
Continuation of d10: product ID ev240163, serial# (B)(6), implanted: (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a revision procedure was completed to disinfect the pocket and extravascular implantable cardioverter defibrillator (ev-ICD). A surgical site infection was suspected post initial surgery with exilar drainage which was treated with oral antibiotics. Now, there is a small opening in the surgical site scar with pressure on the device. A new pocket was created between the serratus and latissimus was completed. The device remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.